Manufacturer narrative:
A steris service technician arrived onsite to inspect the sterilizer. The technician inspected the sterilizer and found that a heating element on the sterilizer's integral steam generator was fractured subsequently allowing water to leak out. The technician repaired the sterilizer's steam generator, ran a test cycle and confirmed the unit to be operating properly. The sterilizer was returned to service and no additional issues have been reported.

Event description:
The user facility reported that water was leaking from their sterilizer. No report of injury.